Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital and reported having a strange feeling. Upon interrogation of the device, all the electrical parameters of the device were found not to be the same since implant. Chest x-ray confirmed lead dislodgement. Device was programmed and patient was hospitalized to revise the leads. Physician did not report any particular cause for the event. High capture threshold and no sensing were observed on the lead. The lead was explanted and a new lead was implanted. All electrical parameters were in range. Patient was stable.